Event description:
It was reported, the camera head's screen gradually darkened and then became completely black. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.